Manufacturer narrative:
No button error alarm noted. However down arrow button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to unresponsive button. No frozen screen noted. No moisture damage on electronics and motor noted. Pump received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer's father called to report that the insulin pump alarmed button error. Customer's father stated that the insulin pump may have been exposed to moisture. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.